Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: the device was inserted orally. The anvil and the tube were disengaged when they were removed. By laryngoscope, it could not be found, so the procedure was converted to thoracotomy, but the device still could not be found. It was eventually found by laryngoscope and retrieved. Re-anastomosis was done. No bleeding was reported. The procedure was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).